Manufacturer narrative:
Follow-up submitted as further investigation determined the brake kit was dropped off to the customer for use by the customer at their discretion. No failure was alleged or confirmed. This was only a delivery and a complaint.

Event description:
It was reported that the brakes were not holding at footend.

Event description:
It was reported that the brakes were not holding at footend.